Manufacturer narrative:
B1: based on new information, omitted product problem. B5: added updated clinical review. H6: omitted e0303 and added e1302. Omitted a01 and added a24.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known diabetes mellitus. A foley catheter was placed for urine monitoring, and red-pink¿tinged urine was observed. Laboratory testing demonstrated an elevated lactate dehydrogenase (ldh) level greater than 1500¿u/l, raising concern for hemolysis. The patient was concurrently supported with va-ECMO. Device position was confirmed using transthoracic echocardiography (tte), showing the impella positioned at a depth of 3.2 cm, free from the mitral valve; however, the left ventricle appeared underfilled. The managing physician elected to administer a 500¿ml intravenous fluid bolus and reduced the performance level from p-4 to p-3. The patient was escalated to 5.5. The customer attributed hematuria to traumatic foley insertion, not impella cp. The patient survived to explant. Hematuria requiring medication may have been influenced by purge-related anticoagulation requirements, underlying cardiogenic shock and concurrent interventions such as foley catheter placement and va-ECMO.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known diabetes mellitus. A foley catheter was placed for urine monitoring, and red-pink¿tinged urine was observed. Laboratory testing demonstrated an elevated lactate dehydrogenase (ldh) level greater than 1500 u/l, raising concern for hemolysis. The patient was concurrently supported with va-ECMO. Device position was confirmed using transthoracic echocardiography (tte), showing the impella positioned at a depth of 3.2 cm, free from the mitral valve; however, the left ventricle appeared underfilled. The managing physician elected to administer a 500 ml intravenous fluid bolus and reduced the performance level from p-4 to p-3. The patient survived to explant. The reported hemolysis requiring medication may occur in the setting of purge-related anticoagulation requirements and may be influenced by underlying ami/cgs physiology, low-flow conditions due to ventricular underfilling and the combined effects of simultaneous va-ECMO and impella support.